Manufacturer narrative:
Lead model 4300-35, s/n # (B)(4), lead model 4300-35, s/n # (B)(4), correction: manufacturing ID is 6000032. Device information and manufacturing address updated in section d due to search in internal patient records.

Event description:
It was reported that the patient had cellulitis of the left antecubital fossa. The patient was admitted to the hospital for outpatient medical treatment failure of cellulitis. There was a biopsy of the subcutaneous fat tissue of the area and a surgical consult. The patient was reportedly hospitalized for 3 nights. It was stated that the event ended on (B)(6) 2001 as the patient recovered from the event with therapeutic action, though it also stated that the event continued without therapeutic action. The discharge summary reported that the patient previously had a (B)(6) and required intravenous antibiotic therapy for an ¿extended period of time.¿ the patient had blood drawn from the left antecubital fossa on (B)(6) 2001 and developed a large area of red, tender, and warm cellulitis. The admission diagnosis stated ¿cellulitis with (B)(6) possible,¿ but the discharge summary stated cellulitis. The patient was admitted for blood cultures, initiation of intravenous antibiotics, surgical consultation, and further care. Blood cultures were (B)(6). Labs, x-rays, and physical examinations found that the patient continued to have slowly improving cellulitis of the left antecubital fossa. It was noted that blood studies were negative and gram stain was pending. Blood sugar, sodium, potassium, chloride, carbon dioxide, thyroid function studies, white cell count, hemoglobin, hematocrit, and calcium labs were unremarkable. An ultrasound of the left antecubital fossa showed cellulitis of the antecubital fossa, but no evidence of abscess was seen. A chest x-ray after placement of right subclavian line was normal with the central venous line in good position. The patient had a temperature of 101 at the time of admission with pain in the left forearm and right foot; the patient began intravenous primaxin. A right subclavian line was placed and the patient improved, however still demonstrated evidence of cellulitis. Biopsy was pending while blood pressure, temperature, pulse, and respirations were normal. The patient was discharged while continuing on intravenous vancomycin and local therapy to the left antecubital wound with quarter-inch gauze packing and kerlix overwrap. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. (B)(4).